Event description:
The unit's audible alarm was not sounding to specification. The unit was reportedly in patient use, however there was no reported patient harm. During repair evaluation, it was confirmed that the alarm was not functional because the wiring harness had come loose. Cause is unknown; however device had been in use for a number of years and may have been dropped. The wiring harness was reconnected to correct the problem.